Event description:
It was reported by the pt's mother that the pt has not worn the device consistently since switch-on and that the pt has had a number of falls. In (B)(6) 2013 the pt reportedly had a bang to the head which resulted in the skin splitting over the right implant site. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.